Event description:
Note: this report is the second of two reported malfunctions occurring during the procedure. Refer to MFR report # 3005099803-2008-01228 for details regarding the first device. It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure one day prior. According to the complainant, the cutting wire of an autotome rx sphincterotome device broke during the procedure. This device was replaced by a second autotome rx sphincterotome device. After changing scope position, the procedure was successfully completed. It was further reported that the physician believes the scope position caused the cutting wire to break. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Though anticipated, the suspect device has not been received. Therefore, the cause for the reported malfunction is undetermined.